Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report:1627487-2014-22011. Follow up information identified the patient underwent surgical intervention to remove her scs system.

Event description:
Device #1 of 2 reference MFR. Report: (B)(4). The patient is implanted with a scs system that includes two leads from the same lot. It was reported the patient is experiencing discomfort from her scs system and ineffective stimulation. The patient would like her scs system removed. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.